Event description:
Following the final pass of lesion with the rotalink system, the burr stalled. The patient's artery spasmed. A dissection and perforation occurred. The physician placed a stent to close the dissection and perforation.